Manufacturer narrative:
Section h5: usage of device corrected. Manufacturer's investigation conclusion: analysis of the submitted log files confirmed the reported low flow alarms. Although a specific cause for these events could not conclusively be determined, the account presumed that the alarms were related to orthostasis after having a significant volume removed during dialysis. Additionally, a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas) serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The system controller event log files collectively contained events from (B)(6) 2025 through (B)(6) 2025 and (B)(6) 2025 through (B)(6) 2025. Low flow hazard alarms were captured on (B)(6) 2025 and (B)(6) 2025, which were associated with elevated pulsatility index (pi) values. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. The patient remains ongoing on hm3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including renal dysfunction and stroke, that may be associated with the use of the heartmate 3 left ventricular assist system. Following software upgrades, the hm3 lvas pocket guides to alarms for patients and clinicians explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The current revision of the IFU and patient handbook can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
T was reported that the patient experienced multiple low flow alarms on (B)(6) 2025 between 16:20 and 22:00. These occurred while the patient was sitting up on the side of the bed. The patient was noted to be asymptomatic at the time. It was noted that the patient received hemodialysis on (B)(6) 2025 with 3 liters of volume removed. The center believed that the alarms were related to orthostasis due to the reduction in volume during dialysis. Log file review was requested which revealed that the patient was on a low flow software controller. The event log file confirmed intermittent low flow alarms as well as brief low flow estimates from 16:03 until 21:39. The estimated flows were fluctuating below the 2.0 lpm threshold at this time. It was noted that most of the captured events were too brief to generate an alarm. The estimated flow at this time was averaging between 1.8 to 1.9 lpm. There were no other unusual events recorded in the log file event history. The mechanical circulatory support equipment appeared to be operating as intended.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2025, the patient the patient had an embolic cerebrovascular accident in the morning with symptoms starting at 0817. Log files were sent for review, and they captured some audible low flow events back on (B)(6) 2025, with flow noted as low as 1.8 liters per minute (lpm). Some lower flow values were noted that morning at 1027 through 1044 that were right below the 2.0 lpm threshold at 1.9 lpm, but these were not sustained long enough to trigger the audible alarm. All of these lower flows were likely patient related and not ventricular assist device (vad) related as these were in the presence of elevated pulsatility index (pi) values.